Manufacturer narrative:
The suspect device was not returned for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
Customer alleged the hydrophilic sleeve accordioned on the wire during a fistulagram. No patient injury or additional intervention was required.